Manufacturer narrative:
(B)(6). Based on the available information, the event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but has not been received to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that the end user experienced, ¿a small bleed on (B)(6) 2017". The end user claims that about 90% of the box of stomahesive squares are apparently "ripped and rough". It was also stated that at the time of the first bleed the end user was obtaining the stomahesive squares from a third party. The end user continues to use the stomahesive squares as he is looking into an alternative product and links the bleeds to the use of the stomahesive squares. No pictures were provided, nor has any additional information at this time.